Event description:
Communication with the ICD could not be established during a pt follow up. On 12/4/96, the ICD was explanted.

Manufacturer narrative:
H.3 eval summary: the communication difficulties experienced in the field were confirmed during analysis. The device was pacing and sensing during the lack of telemetry. The telemetry coil was normal and the device communication properly during ventritex automated test system testing. It is believed that there is damage to the telemetry portion of the hybrid circuit.